Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment. The top of the battery was worn. The battery cap contact height and width measurements were found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 26-may-2019, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was cracked and the battery cap top was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.